Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 6/cart 84/box, lot #73j1600429 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
In a laparoscopic surgery the clip goes on the applier and at the moment of stitch, the clip broke. There was no patient injury.